Event description:
It was reported that an occlusion alarm occurred. Blood glucose level remained within normal range as it did not exceed 500 mg/dl. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery. Ultimately, the customer reverted to an alternate method insulin therapy.